Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. A battery cap was not returned with the pump; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Unrelated to the reported issue, the pump case was found to be cracked near the upper right corner of the display. (B)(6).